Event description:
The physician was using the infusion pump to deliver an IV-based sedation to a pt during an MRI scan. All went well with no alarms. On entering the suite at the end of the scan, the physician reported that she saw the whole setup was filled with air down to just before entering the pt's IV. There was no harm to the pt. They tried the system again three times and still no air alarm rang. They reported that the air was entering into the set at the syringe level. The pump was removed from service.

Manufacturer narrative:
The hospital disposed of the tubing set that was in use during this incident. The hospital's biomedical engineering dept performed their own testing of the infusion pump. We requested a copy of the report, but have not received it to date. We have not received the infusion pump for eval, yet. Once the pump is received and the investigation is complete, we will submit a follow-up report.